Manufacturer narrative:
Concomitant medical products: arctic front advance cardiac cryoablation catheter. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers/methods were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 60 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: safety and feasibility of percutaneous skin closure using purse-string suture compared with compression bandage after pulmonary vein isolation. Journal of cardiovascular electrophysiology. 2017; 28(9):1048-1057.10.1111/jce.13271. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoablation balloon catheter system: there was one patient with an arteriovenous fistula (av fistula); with no treatment/resolution indicated. There were eleven patients who had a hematoma; treated with compression bandages or blood transfusions. There was one patient who had retro-peritoneal bleeding with vascular surgery. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/location of the cryoballoon catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.